Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). A carefusion field service representative (fsr) went onsite to the facility to evaluate the reported device. The fsr reported that they found no failure nor event errors. He performed a user verification test and operator verification procedure according to manufacturer specifications. The unit is currently in working order and no part has been replaced or sent back at this time.

Event description:
A customer reported to carefusion that their vela ventilator touchscreen was "freezing up" and the operator was unable to make changes. There was no patient involvement associated with the event as the customer reported that the unit was in standby when the problem occurred.